Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for high impedance on the right ventricular (rv) lead. Pocket manipulation was performed and was able to replicate the high impedance. The device pocket was opened and the device setscrew was found to be loose. The setscrew was tightened with the lead inserted. The device remains in use. No patient complications have been reported as a result of this event.